Event description:
It was reported that a patient had implant surgery on (B)(6) 2012 and he may potentially have some swelling. The patient wasn¿t able to adjust stimulation and the inability to adjust stimulation may be due to pocket swelling. The patient never had therapeutic effect since implant and the implant never worked. He used all four of the programs and it didn¿t seem like the device was working. The patient went an average of 18 to 20 times a day, and on (B)(6) 2012, he had gone 9 times in 4.5 hours. He had to drink 60 to 80 ounces a day for another medical issue. Three days later, the patient reported he was still having concerns regarding his device or therapy but was working with his doctor or manufacturer representative. He had an appointment scheduled for (B)(6) 2012. It was later reported that at the patient¿s last device check, it was determined by the physician that the patient hadn¿t really used programs 2 or 3 for a long enough time, so the physician suggested for him to try programs 2 and 3 for two weeks each. The patient had no improvement, and his physician said that it could take several months to get therapeutic benefit. In (B)(6) 2015, the patient¿s healthcare provider started another device trial. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889, lot# v998463, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).